Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes resulting in incorrect arrhythmia log. The lead remains in use. No patient complications have been reported as a result of this event.